Manufacturer narrative:
Received one device, visual inspection observed that the inner cannula is cracked. Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
An email was received regarding a bluselect 6.0, 101/851/060cz with lot number: 6022478. It was stated that the shirt has broken at the collar. Another internal jacket ch 6 was used to replace the one that is defective. There was involved a 39-year-old female patient weighing 97 kg with the initials (B)(6).

Event description:
It was reported that the trach tube was found to be broken at the flange while in use with the patient. The trach tube was replaced to resolve the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.